Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received: clip broke into two parts, during the regular use. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that bipolar trl retaining clip 28 had broken in two pieces. Overall appearance of the device presents a worn condition consistent with repeated use. Per the IFU (IFU-0902-00-836), end of useful instrument life is generally determined by wear or damage during surgical use. Care should be taken to regularly inspect components for damage prior to use. Any device that exhibits cracks or other damage which would compromise structural integrity or usability of the device should be discarded. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the bipolar trl retaining clip 28 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to an end of life problem, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the clip broke into two parts, during the regular usesurgery was not delayed due to the reported event.